Event description:
According to the reporter, intra-operatively, while attempting to grasp tissue with the stapler, the instrument jaw did not fully close and the handle presented unusual resistance when attempting to actuate it. Upon applying additional force to complete the closure, the user reported hearing an internal sound consistent with a possible fracture of a component inside the instrument. The user then attempted to perform another tissue grasp on thinner tissue; however, the stapler could no longer be actuated. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot # p5l1104) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.